Manufacturer narrative:
The reported event was confirmed. Evaluation found that the returned pvi sachet had void channel at the seal area which had caused the pvi leak. The reported event is confirmed as supplier related issue. This failure could be a defect contributed by vendor or supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the povidone- iodine (pvi) leaked before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the povidone- iodine (pvi) leaked before use.